Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a partial stent delivery system was returned for analysis without a manifold. The partial device was returned with stent protector and mandrel attached; both were removed distally without issue. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a promus premier btk mr 3.50 x 38mm device including shaft polymer extrusion region, distal shaft, balloon and stent (including stent struct confirmation) and tip were consistent in appearance with a bsc promus premier btk mr. The crimped stent length and crimped stent diameter of the returned device were consistent with a promus premier btk mr 3.50 x 38mm stent. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. The hypotube was not returned for analysis. A visual examination of the outer and inner lumen and mid-shaft section found a shaft break 37.2cm proximal to the distal tip. The shaft polymer extrusion proximal to this break site was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 38mm promus premier drug-eluting stent was selected for use. However, as the stent was being removed from its hoop, it snapped part way along the shaft at 30 cm from the distal end of the catheter. The device was removed from the hoop with excessive force. The procedure was completed with another of same device. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 38mm promus premier drug-eluting stent was selected for use. However, as the stent was being removed from its hoop, it snapped part way along the shaft at 30 cm from the distal end of the catheter. The device was removed from the hoop with excessive force. The procedure was completed with another of same device. No further patient complications were reported.